Event description:
It was reported that during a lap. Hernia procedure, the device was empty. Another same like device was used to complete the case with no patient consequence. One device is available to be returned.

Manufacturer narrative:
Date sent: 07/23/2008. Evaluation summary: the analysis results showed that one ems device was returned with the nose open and non-functional due to an insufficient cartridge nose weld, in addition the lifter spring was found damaged. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.